Event description:
During an anterior cervical fusion, pt was implanted with a zero-p implant 8mm height lordotic and 3.0mm cervical spine locking screws. At one month post op, pt was experiencing pain and presented to the surgeon. X-ray was taken and it showed that a piece of the pt's superior posterior end plate had fractured off below the screw and had advanced slightly into the spinal cord. Revision procedure was scheduled. This is report #2 of 2 for the same event.

Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Cannot be determined without a lot number.